Manufacturer narrative:
Concomitant medical products: enlw1620c120ee, sn unknown, expiration date: unknown, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that post the index procedure, there was a type ib endoleak that was treated and resolved by endovascular treatment. Per the investigator, the event was related to the device and but not related to the procedure. No additional clinical sequelae were reported and no further information is available.